Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Review of the periodic log files revealed on (B)(6) 2026 from 03:08:43 ¿ 08:08:42, a backup battery fault alarm activated due to the battery not passing the load test. The alarm activation and resolution was not captured within the log files due to data being captured at designated intervals. The alarm did not affect pump operation. Review of the event log files revealed on (B)(6) 2026 at 02:06:54, a backup battery fault alarm was activated due to the battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage measuring under the acceptable threshold. The alarm did not resolve before the controller was exchanged. The alarm did not affect pump operation. The returned heartmate 3 system controller (serial number (B)(6)) was functionally tested and was found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. Multiple backup battery load tests were initiated during testing and an alarm was not reproduced. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D), section 7 ¿ ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A), section 5 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU, section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery and the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery fault on (B)(6) 2026 at 04:00. A self-test was done that morning and the alarm cleared. On (B)(6) 2026 at 03:00, another backup battery fault occurred. A self-test was attempted multiple times, but the alarm did not clear. The system controller was exchanged. Log files were sent for review. The log file captured backup battery faults on (B)(6) 2026. The ventricular assist device (vad) appeared to function as intended. The alarm resolved after the exchange.